Event description:
It was reported the implanted pump was explanted due to a positive staphylococcus infection. It was also noted there was no alleged product issue. Patient symptoms or complications were not reported. The patient status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).